Event description:
Customer reported experiencing a low blood glucose, with the lowest level recorded at 40 mg/dl. Cause was not known. Customer managed the low blood glucose by consuming glucose tablets, and the control-iq software was active on the pump during the incident. Technical support recommended that the customer consult a healthcare provider to discuss potential factors affecting blood glucose levels, and the customer acknowledged and understood this advice.